Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain" and "problems of the knee or ankle of the affected limb or contralateral limb."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient took part in MRI investigation of soft tissue in total hip arthroplasty study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2002. It was further reported that patient experienced right hip groin and thigh pain, snapping, popping, right hip clicking and other audible noise, bursitis, knee/ankle problems, ipsilateral side, limp and joint effusion. No revision has been indicated to date.

Event description:
It was reported that patient took part in MRI investigation of soft tissue in (B)(4) study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2002. It was further reported that patient experienced right hip groin and thigh pain, snapping, popping, right hip clicking and other audible noise, bursitis, knee/ankle problems, and ipsilateral side. No revision has been indicated to date.